Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and that there was unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven inappropriate shocks and went to the ER (emergency room). It was found that the right ventricular (rv) lead had short v-v (ventricular ¿ ventricular) intervals and ns (non-sustained) episodes. Also, during the ER check the lead impedance was high during noise episode. A possible lead fracture was suspected. The lead was turned off and the patient had a lead revision two days later. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.